Manufacturer narrative:
Correction: MFR narrative should include the clinical review. Clinical review: based on the information available, the liberty cycler is disassociated from the event, as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the adverse event(s). Furthermore, to our knowledge, the patient continues to utilize the same liberty cycler without any reported issues or allegations of machine malfunction or deficiency. Therefore, the completion of a clinical investigation is not warranted at this time.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance with a system error unexpected reset alarm on a hospital¿s cycler. The patient stated that they will not reset up with new supplies and the treatment was cancelled. Technical support advised the patient to follow up with their peritoneal dialysis registered nurse (pdrn). Upon follow up, the outpatient dialysis clinic found no record of the reported patient being cared for. Multiple attempts to request additional information have been made, however to date has not been received.